Event description:
It was reported that the pump battery could not be charged. There was no adverse impact to the customer's blood glucose. Reportedly, the customer was sent new charging supplies. Additional information was not provided. Multiple follow-up attempts were made to obtain additional information; however, a response was not received.